Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that they received an MRI today with the insulin pump on them. The insulin pump as a result alarmed motion sensor test failure. Customer's blood glucose level was 305 mg/dl. Troubleshooting was performed for the motion sensor test failure alarm. The insulin pump was exposed to a magnetic field and will need to be replaced. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.